Event description:
When passing suture the sharp edge shaved off slivers from the pilot guide. The surgeon had to use a grasper to remove the shaving.

Manufacturer narrative:
The c-t ii port closure 10/12 (mm) involved in this event was not returned to coopersurgical for evaluation. The complaint is still under investigation by our engineering department. (B)(4).